Manufacturer narrative:
Plant investigation: the acid/bicarb pump was returned to the manufacture for physical evaluation. The acid/bicarb pump was received without any external damage. The acid/bicarb pump was installed onto test machine for testing. A ¿grinding¿ noise could be heard from the acid/bicarb pump followed by the ¿bic pump no eos¿ alarm during the rinse program. The failure was traced to a faulty optical sensor ic2 on the lp645 board. An inspection the optical sensor found the bulb on one of the diodes has burned out. The lot number of the optical sensor is 1902. Optical sensor ic2 was replaced for retesting. The rinse program completed without failures. Dialysis mode functioned properly without any failures. The self-test program completed without any failures. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The reported issue was confirmed. It was concluded during evaluation that the identified thermal damage on the optical sensor was the cause for the initially reported bicarb pump end of stroke (eos) error that was encountered.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that a 2008t machine experienced a "bicarb no eos (end of stroke)" error. The bmt stated that the bicarb pump was replaced to resolve the reported issue. The machine is back in service. It is confirmed there was no patient involvement with this issue, no harm or adverse events reported. The sample was returned to the manufacturer for physical evaluation. Upon visual inspection, thermal damage was identified on the optical sensor. The bulb on one of the diodes had burned out.